Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer¿s father reported the consumer was implanted back in 2010. The consumer went on holiday in (B)(6) 2016 (about 10 days ago) to (B)(6) and reported that about 4 days ago the ins box got hot when she was laying in the sun, the ins went down to 0%, cut off, and it had never done that before. She charged the ins back up and it was at 75% charge, but her preexisting dystonic symptoms in arm and face are far worse than they have ever seen them. It was clarified that the dystonic right arm returned about 2 days ago. The consumer¿s father asked if the ins would turn back on when it was charged up and how to turn stimulation back on. Reviewed how to check the ins status and turn back on if the it was off. Temperature guidelines and considerations when laying in the sun were reviewed. The father noted the consumer was very cautious when traveling in airports, but was not sure about any other security gates at stores, etc.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.